Event description:
Boston scientific crm received info that this implantable defibrillator migrated within the pocket causing the dextrus atrial lead to dislodge. The pt was noted with pacer syndrome due to lack of atrial-ventricular synchrony. No adverse pt effects were reported. In a revision procedure, the device and lead were successfully repositioned.